Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to charge or boot due to perpetual rebooting. The receiver functional tester: unable to test - perpetual rebooting. Opened receiver, detached ui pcba and downloaded. Finding related to complaint in receiver download: receiver shut down by user prior to perpetual rebooting. The complaint was not confirmed because the receiver did not shut down unexpectedly. The root cause of the customer complaint could not be determined.

Manufacturer narrative:
(B)(4). Correction to MFR number

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver ceased to function. No additional patient or event information is available. No product or data were provided for evaluation. The reported receiver ceased to function could not be confirmed. A root cause could not be determined.